Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl and baclofen via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2016 it was reported that the patient went through withdrawal in late (B)(6)/early (B)(6) when her hcp (healthcare professional) reduced the drug from 1,600 to 250. The symptom came on suddenly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.